Event description:
The customer reported he woke up with his blood glucose reading of 22 mmol/l (396 mg/dl) and he gave himself a correctional bolus of insulin (exact dosage was not provided). He went to work and his bg was still high so he gave another bolus of insulin (exact bg level or insulin dosage was not provided). When he got home his bg result was reading 21 mmol/l (378 mg/dl) so he decided to remove the pod and noticed the cannula was not inserted into the infusion site. He gave himself a manual injection of insulin.

Manufacturer narrative:
The product will not be returned for eval. The user reported the cannula was not inserted correctly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. No product lot number was reported therefore no qualification records were reviewed.